Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer resumed insulin delivery and delivered a bolus. There was no impact to the customer&#38112;blood glucose level. System check performed with tandem technical support indicated that the source of the occlusion was at the cartridge level. Customer indicated that the cartridge would be changed.